Event description:
Pt underwent surgery to repair sternal deformity. The bar, which the dr indicated was too short, flipped post operatively and tore the childs muscle. Add'l surgery was required to repair and to stabilize the bar.